Event description:
An altitude alarm was reported by the customer, and their insulin delivery was suspended due to this condition. Despite attempts to resume insulin and using a new cartridge, the issue persisted with recurring alarms since (B)(6). There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer cleaned speaker holes and tried multiple solutions before contacting support and requested escalation of the issue due to its frequency. Technical support planned to escalate the matter to csa for further assistance.